Manufacturer narrative:
According to the customer on 06/10/2024, "during mma (maxillomandibular advancement) procedure, 1/2" by 3" patty string ripped out of patty and piece of patty broke off with it. Md immediately noticed when it happened and was able to safely remove all pieces of the patty and string. There was no physical harm, no monitoring/intervention was required for patient and the procedure was completed". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 06/10/2024, "during mma (maxillomandibular advancement) procedure, 1/2" by 3" patty string ripped out of patty and piece of patty broke off with it."